Manufacturer narrative:
The device had the cannula assembly fully deployed, and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 1087 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by patient that blood glucose level rose to 17mmol/l (306mg/dl). During pod activation, the pink slide did not move forward and was not visible in the viewing window, indicating a needle mechanism failure. The patient observed a small amount of blood on the needle upon removal. The duration of pod use was not provided.